Event description:
Ous MDR - after an implantation period of approx. 7 months, an elevated pacing rate immediately after an intrinsic rhythm test, during follow up, was reported. The device was explanted and returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. The battery status was found to be larger than 95%. The memory content was analyzed and the available follow up documentation evaluated. Thereby the clinical observation of intermittent high rate pacing was observed after releasing the intrinsic rhythm button during follow up tests. A pacing at the maximum sensor rate of 120 ppm was documented in the available iegms. When the intrinsic rhythm button is pressed and later released during follow up, the pacemaker is forced into a mode switch from permanent ddd(r) to off to ddd(r). During the off mode the rate-manager of the pacemaker remains active as the pacemaker timing cannot be deactivated completely, due to technical cpu requirements. In the off mode the pacemaker runs a background program with an interval at the msr or at the maximum of 180 ppm, if no msr is programmed. The interval in off is governed by the msr to allow for a quick transition from off, e.g. No pacing, to the permanent program with full pacing support. In the atrial driven ddd(r) mode the pacing rate used during and shortly after mode transition is based on the atrial interval in the transition period. If a short a-a interval below or at the msr is detected, the pacemaker starts pacing with that frequency after the release of the intrinsic rhythm button. If this atrial rhythm is not persisting, the rate-manager starts to decay the pacing frequency down to the programmed base rate if hysteresis is activated. The decay rate is per default 1 ppm per interval, e.g. In case of 120 ppm transition rate, the decay to the base rate of 60 ppm occurs in 120 seconds. In case no rate hysteresis is activated the base rate will be directly used for pacing. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output or unexpected rate behavior. In conclusion, the clinical observation was confirmed and a result of a combination of the programmed hysteresis on, ddd(r), the use and release of the intrinsic rhythm button during follow up and the sensing of a short a-a sensing interval during mode transition off to ddd(r). No run-away pacing was present. Please note that under the described circumstances, this clinical observation may be reproducible. One may therefore consider to deactivate the hysteresis = -10 in this particular patient before using the intrinsic rhythm button during follow up. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem. All reports of unexpected pacing reports in biotroniks post market surveillance database were re-evaluated with regard to this observation and one additional event worldwide was identified in approx. (B)(4) distributed evia/etrinsa family pacemakers since 2009.